Manufacturer narrative:
This supplemental report is being submitted as a correction regarding the device evaluation and additional information. Additional information:h4 corrected fields: h6 (code b11 should have not been entered), h11 should have been as follows: the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no further information provided from the customer.

Manufacturer narrative:
There is no reported complaint as this devices was returned for asset inspection. The product was returned with no complaint. The product analysis found that c-body condition: forceps cover adhesive missing. A-rubber glue condition: bending rubber glue is cracked. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A shr review was not conducted on this previously serviced device as the complaint is not related to a death, infection, or patient injury. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A risk review was performed for a020602 based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A risk review was not performed for a26 due to no user allegation one or more failure mode(s) identified has been previously investigated through a historical review of the last 12 months of complaints was not performed for a26 due to no user allegation a CAPA history review was performed for a020602 and no related capas were found. A CAPA history review was not performed for a26 due to no user allegation this is an asset return inspection with no reported allegation. The inspection identified the above findings. The most probable cause of the discovered damages is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue. No further escalation is required.

Event description:
It was observed that during the device evaluation the subject device had adhesive missing from the forceps cover. There was no patient involvement.